Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during a routine follow-up, this pacemaker displayed a longevity of one year remaining. Approximately three months later the device was checked again and found to have a battery status of elective replacement indicator. However, the magnet rate indicated that the device had reached end of life and the patient was symptomatic to the change in pacing. Premature battery depletion was suspected and this device was explanted. No additional adverse patient effects were reported.